Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open sore underneath his arms. The patient reported that lifevest garment was rubbing, causing the irritation. There is no indication that the patient required medical intervention. The medical outcome of the sore is unknown.